Event description:
The manufacturer received information alleging a ventilator was alarming for low minute ventilation, low tidal volume and volume under delivery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the device failed a test step during testing. The device's machine flow sensor and inlet line proximal filter were replaced to address the issue. There was evidence of dust and dirt contamination.